Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the customer¿s modem. The modem was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The replaced modem was removed from use.

Event description:
The customer contacted physio-control to report that their device powered off by itself when a modem was connected to their device. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.